Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via remote merlin.net transmissions with episodes of inappropriate auto mode switching (ams) due to atrial lead noise. An alert for lead polarity switch with an atrial lead impedance >100 ohms was also noted. Lead was capped and replaced. No further information provided.